Event description:
Device faulted when ablation was to be delivered. Device turned off. Grounding pad and electrodes changed and then device worked. This happens frequently per provider. Afterwards it was noted patient had a burn of his thigh where previous pad was placed.